Manufacturer narrative:
It was reported that an 8x40mm powerflex pro pta catheter was delivered to the lesion for inflation, however, it ruptured at approximately six atmospheres (6 atm) during its initial inflation. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was 99 %. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There were no difficulties in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device prepped normally per the IFU. There were no kinks or other damages noted prior to inserting the product the product into the patient. Initially, an ipsilateral approach was made with a non-cordis guidewire and it crossed the lesion. The product was removed intact (in one piece) from the patient. It is unknown how the procedure was completed but the procedure finished successfully. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17042267 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst reported could not be determined. Based on the limited information available for review, vessel characteristics (heavy calcification, 99% stenosis) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a power flex was delivered to the lesion for inflation, however, it ruptured at approximately 6 atmospheres (atm) during its initial inflation. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was 99 %. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There were no difficulties in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device prepped normally per the IFU. There were no kinks or other damages noted prior to inserting the product the product into the patient. Initially, an ipsilateral approach was made with a non-cordis guidewire and it crossed the lesion. The product was removed intact (in one piece) from the patient. It is unknown how the procedure was completed but the procedure finished successfully. The product was clinically used and it will not be returned for analysis. Additional procedural details were requested but are unknown.